Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed and found to have the wrist cover torn off, exposing the inner components of the wrist assembly. Material approximately 0.47" x 0.38" was missing and not returned by the customer. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler's protective black sheath over the reticulating part of the stapler broke into multiple pieces. All pieces were safely retrieved from the patient. The customer called later to inform us that the stapler broke and only a single piece fell into the patient and not multiple pieces. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was only inspected for package integrity and expiration/use-by dates, which were both within the standard for use. The surgeon was dissecting tissue using robotic graspers to manipulate gastric tissue, which is when the piece was discovered and then promptly removed. The instrument was in use for approximately 10 minutes (approximately 2 or 3 staple load fires) before it was removed from the sterile field. The surgeon did not notice any issues with the functionality of the instrument when in use. The instrument's functionality was only brought into question when the fragment was discovered during dissection. The robot was having issues reading the instrument when it was inserted too (difficulty advancing on memory - having to default to manual insertion). The instrument did not collide with other instruments when it was in use intra-abdominally. Externally, it is possible that the instrument jaws collided with the cannula seal upon insertion. The surgical team could not determine when exactly the fragment fell into the patient. The instrument was only removed when the staple loads were fired, and the tips of the stapler were straightened. The wrist was straightened upon the removal of the instrument. The surgical staff did not feel resistance when removing the instrument through the cannula. The surgical staff confirmed that there was no other damage to the instrument after the event occurred. The fragment was retrieved using a laparoscopic instrument through the cannula. All fragments of the instrument were removed from the patient. This was confirmed by taking the fragment and placing it against the instrument to match the edges. No other surgical procedure was performed to remove the fragment from the patient. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. There was no noted injury to the patient. To date, the patient has not been re-admitted due to any post-surgical complications related to a retained foreign object.